Event description:
It was reported that the patients ipg was no longer working. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively and the explanted ipg was kept by the facility and will not be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.